Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon and embolized to the iliac artery. The physician attempted to stent the target lesion with the taxus liberte 4.0 x 24 mm drug eluting stent. As the physician was placing the stent at the target lesion, the stent dislodged and embolized to the iliac artery. The physician was unable to recover the stent. The physician then attempted to use taxus liberte 4.0 x 12 mm drug eluting stent, but was unable the place the stent due to the distal location of the lesion. The physician then used a taxus liberte 3.5 x 8 mm drug eluting stent to cover the lesion. The stent was post dilated with a 4.0 mm balloon. There were no other reported complications.